Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier does not close, therefore the hem-o-lok clips stay open. The procedure was completed as planned with no reported injury using a backup instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the large clip applier instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgeon attempted to clamp on a vessel/tissue bundle with a purple weck hem-o-lok clip but failed. The vessel/tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier, 13mm for large clip applier).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The customer reported complaint was not replicated or confirmed. Functional testing of the device in an attempt to replicate the report complaint was not possible due to the returned condition of the device. Also, the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Multiple input disks were broken and cracked. Hairline cracks were found on grip input shaft. Input disk #6 was found broken into pieces inside of the housing. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The specific issue the surgeon experienced was related to unsuccessful clip application. The weck hem-o-lok type of clips were used with the clip applier instrument. The surgeon used purple size clip on the vessel or structure. The vessel or tissue bundle was not greater than the specified diameter suggested.

Event description:
Refer to h10/h11 for follow-up information.